Event description:
The reporter indicated the surgeon attempted to insert a 13.2mm vticmo13.2 implantable collamer lens but the lens tore/broke. The lens was partially inserted and was removed with no reported patient injury. The lens was exchanged for another icl lens and the problem was resolved.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4) - no known impact or consequence to patient; torn material; break. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found a piece of one haptic torn off. The lens was returned in liquid. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, the most probable root cause of this event is user or technical error. (B)(4).